Event description:
It was reported a patient's right ventricular (rv) lead presented with dislodgement, confirmed via x-ray. The rv lead also had no pacing, high pacing impedance, and r-wave amplitude variation. The lead was explanted in a procedure on (B)(6) 2023. During the operation, it was noted the helix could not be fixed. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, high pacing impedance, failure to capture and r-wave amp variation. As received, a complete lead was returned in one piece with the helix stretched and clogged blood/tissue. Visual and x-ray examination found the helix was stretched consistent with procedural damage. The reported event of a helix mechanism issue was confirmed. The helix mechanism test could not be performed due to the as received condition of the helix. The cause of the reported event of a helix mechanism issue was isolated to the helix stretched consistent with procedural damage. The reported events of high pacing impedance, failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.